Event description:
Four pts at (B) (6) hospital in (B) (6), came in for treatment and it was discovered that their ports were clogged. It was reported that all four pts were using excelsior's heparin before the incident occurred.

Event description:
MDR # 2027791-2009-00004, filed by excelsior medical on (B)(4) 2009, reported that 4 patients at (B)(6) hospital in (B)(6) came in for treatment and discovered that their ports were clogged. It was reported that all 4 patients were using excelsior heparin products before the incident occurred. The original MDR was filed in (B)(6) of 2009 to encompass the entire event. Currently, individual MDR's are being generated to reflect the incident in each of the 4 patients involved. This report will serve as a follow-up to MDR # 2027791-2009-00004 and consists of information regarding the first of the four patients (patient #1).

Manufacturer narrative:
During an FDA audit, excelsior medical was made aware that MDR reporting regulations require the submission of separate MDR's for individual patients, even if only a single device is involved. Since this particular event involved 4 patients and only a single MDR was filed for the incident (MDR # 2027791-2009-00004), the FDA requested that a follow-up report be filed for the first patient (designated as patient #1) and three more reports be filed for the remaining patients (patient #'s 2, 3, and 4). This report contains information for patient #1. Excelsior medical has conducted heparin potency testing on both retention samples and customer return samples from lot 67-009-9d. All syringes tested were found to have heparin concentrations within specification. All available information on this incident was forwarded to our clinical consultant, dr. (B)(4), for review and he concluded that the potency of excelsior medical's heparin was not the cause of clogged ports. Information concerning the method/technique used to lock/flush the patient's ports before the clogs were discovered was provided by the facility in question and it appears as though the clinicians involved followed the appropriate, standard procedures for the locking/flushing protocol. To date, there have been no more reported incidents of clogged ports from (B)(6) hospital and, seeing as the potency of excelsior's products was not the root cause of this issue, excelsior medical now considers this complaint to be closed.

Manufacturer narrative:
To date, excelsior medical has made 3 separate attempts to gather info from the reporting pharmacist, mr. (B) (6), concerning the method that was used to flush the pt's lines before the clogs were discovered. However, no info on the hospital's procedure has been provided. Excelsior medical sent three syringes from lot 67-009-9d retention samples to a third party laboratory for heparin potency testing. All samples were found to have the appropriate heparin concentration, as noted of this report. Five, unused syringes from the customer's stock were returned and are currently being sent for the same potency testing that was conducted for the retention samples. Results are expected no later than (B) (6) 2009. Although excelsior medical does not believe that our product was responsible for the clogged ports, we have decided to file this MDR out of an excess of caution and will provide a follow-up once our investigation has been concluded.